Manufacturer narrative:
The cycler was received for evaluation and was found to be functioning as designed and intended. A review of the device history record (DHR) for the cycler was conducted and confirmed the product was released having met all design and manufacturing specifications and requirements. There is no information to indicate that a malfunction occurred, the device alarmed as designed and intended.

Manufacturer narrative:
Although requested, additional information has not been provided. The device is pending evaluation. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) of a (B)(6) female patient with unspecified comorbidities who was hospitalized on (B)(6) 2019. Although requested, additional information has not been provided.